Manufacturer narrative:
The sample has been requested for evaluation. However, it has not yet been received.

Event description:
The incident involved a microclave® clear connector that was leaking at the connection site when connected to a braun extension during use on a patient. The customer became aware of the problem when the nursing staff saw chemotherapy (etoposide) in the bed and they also swabbed around the connection site and saw chemotherapy medication. There was possible skin contact to patient. When staff sited the leakage, chemotherapy was found on tubigrip (bandage) of peripherally inserted central catheter (PICC) and on patient's sheets. The tubigrip may have been in contact with patient skin so there was possible chemotherapy exposure and cytotoxic aerosols. No treatment was performed other than to clean the spill. The tubigrip was disposed of into the cytotoxic bin and replaced with clean tubigrip. Alcohol wipes were used to draw out excess chemotherapy from the bung. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
The complaint of leakage on the 011-mc100 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 6527826 was reviewed and no non conformities were found that would have led to the reported complaint.